Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer using an ilet system experienced frequent lows over several days with intermittent highs; a cgm reading showed 40 mg/dl while a contemporaneous fingerstick measured 113 mg/dl, and customer care assisted with dexcom g7 calibration and education on verifying severe lows and changing the sensor if false lows persisted. Symptoms included fatigue. Outcomes included no medical intervention, no ketone testing, and self-treatment with oral glucose. Investigation included technical support guidance, sensor calibration, and use instructions. Investigation of this case revealed suspected inaccurate cgm low readings contributing to perceived hypoglycemia, with no confirmed ilet pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.